Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a red heart alarm occurred. Two pump stoppages were recorded in the system controller's log file. An issue with the percutaneous lead (driveline) was suspected. The x-rays of the driveline did not show any suspicious areas. The patient was discharged home with a non-grounded patient cable for use with a/c power. On (B)(6) 2018, a red heart alarm occurred and the patient came back to the hospital. Log files showed a pump stoppage while the patient was connected to the non-grounded patient cable. Another pump stoppage was captured on (B)(6) 2018; this event took place in the hospital while the pump was connected to a grounded patient cable. The patient will be scheduled for a pump exchange. No further information was provided.

Manufacturer narrative:
The explanted device was not returned and not available for evaluation. Although the reported pump stoppage was confirmed via the submitted system controller log files, the cause could not be conclusively determined. The submitted log files recorded three pump on (B)(6) 2018. The captured events occurred when the system was operating on the power module. The system resumed operating at the set speed after each event. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2018.